Event description:
The reporter states that she obtained the following blood glucose comparison results on the accu-chek compact plus system: 434 mg/dl and 185 mg/dl; 236 mg/dl and 595 mg/dl; 185 mg/dl and 595 mg/dl. All aforementioned tests were obtained within 10 minutes. No reported actions taken. No adverse event reported. New system sent to customer and return requested.